Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2020. The patient experienced redness and inflammation at the sensor insertion site on (B)(6) 2020. He went to the emergency department (ed) on (B)(6) 2020, was evaluated, diagnosed with an infection at the insertion site and prescribed cephalexin 500 mg (oral antibiotic). At the time of report, the patient¿s skin reaction was healed. No additional patient or event information is available.